Event description:
Manufacturer ref #: 266662.

Manufacturer narrative:
Our fse (field service engineer) was on site. Loose air hose on the gas supply was tightened. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. There was no ventilator malfunction.

Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. (B)(4).